Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported that on (B)(6) 2017, during a very long lasting interrogation of the pump, the n'vision showed the following error code: 08:08f8:f8-544 (253). The hcp reported the pump stopped due to this error message. There were no contributing factors. Troubleshooting included switching off/on the n'vision, and interrogating again without problems. The event was resolved. The patient status was alive - no injury. There were no reported symptoms. No complications were reported or anticipated. It was reported the error code was shown together with the broken n'vision icon. The representative contacted technical services, who stated that the cause of the appearance of the provided error code was the presence of corrupted memory or corrupted memory content at a specific location.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a manufacturing representative. It was clarified that the pump serial number, implant date and other information on the pump which had been interrogated at time of event were unknown. The software card serial number was also unknown. The patient did not experience any symptoms.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.